Event description:
The customer reported that the device has no power indicated when plugged and does not turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 15dec2016 to the present date 6jan2021 and confirmed that this device was previously returned for servicing.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device has no power indicated when plugged and does not turn on. There was no patient involvement.